Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with unknown blood glucose level. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by intravenous infusion drip. It was unknown whether the customer was using auto mode or not. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege over delivery on insulin pump because low blood glucose level. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of june 13, 2022 found zero or no bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification and the motor functioning properly.